Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving lioresal (1400mcg/ml at 400.2mcg) and morphine (3.0mg/ml at 0.8575mg) via an implantable pump. The indications for use were unknown. It was reported that the patient showed signs of overdose post-operation, including respiratory depression and not being able to stay coherent. Potential environmental, external, or patient factors that may have led or contributed to the issue included a possible reaction to the anesthesia. The pump was interrogated to see if there were any messages in the logs. The pump was turned down to minimum rate, and the healthcare providers were going to manage with oral medication. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that they confirmed the programmed dose was the same as the dose the patient was receiving prior to the procedure. The pacu team thought it could be possible reaction to anesthesia, but no one was able to confirm. The overdose symptoms were resolved, and the information was confirmed with the physician.